Event description:
It was reported that a smiths medical pump alarmed no disposable pump won't run. Silenced, reviewed settings and powered pump off. Closed clamp and removed cassette. Gently tapped cassette- patient does not see air bubbles in the line. Replaced cassette and powered pump on- pump continued to alarm. Powered pump off and again removed cassette, gently tapped cassette and pressed green release. Replaced cassette and powered pump on. Pump continued to alarm. Powered pump off. Patient not affected. Rate- 2ml/hr, resvol- 72.75ml, given- 28.25ml. No further information available.